Event description:
A caller reported a malfunction on the pump, identified by malfunction code malf 12. The customer declined to answer whether the issue caused blood glucose levels to exceed 500 mg/dl. Technical support advised the customer on how to reset the pump, and after doing so, the malfunction code did not recur.